Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been entered as the date the case study was confirmed to involve this patient. The event date has been requested but not yet provided. Article title: decommission of a heartmate 3 lvad in a patient with left ventricular recovery. Shannon, s. Et al. (2022). Journal of cardiac surgery, 37(12), 5528¿5530. Https://doi.org/10.1111/jocs.17155 .(B)(6), canada. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the case study ¿decommission of a heartmate 3 lvad in a patient with left ventricular recovery¿ that the patient was noted to have developed a persistent staphylococcus aureus driveline infection. The patient was managed with chronic oral antimicrobials with an intermittent need for parenteral therapy during acute flareups.